Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please confirm the quantity of devices that presented suture breakage? One box of 36 eaches in (B)(6) (lot pl6628), 20 eaches in (B)(6) (lot qbmpph) - new complaints opened - see related incidents. What was being done when the sutures broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)?. Please specify quantities. During knot tying. Did the event(s) occurred during a single procedure or were multiple procedures involved? Multiple rhinoplasty procedures. If multiple procedures involved, please specify the quantity of affected devices during each procedure. 3. Spoke to bq and confirmed that this file will remain with one ip and 3 ip's for each of the newly created files. Were these previously reported to ethicon? If yes, can you provide a product complaint number? No. Procedure(s) name? Rhinoplasty. Were there any patient consequences? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m

Event description:
It was reported that a patient underwent a rhinoplasty surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.